Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using a prostar xl 8fr device. When deploying the device, the needles stalled in the barrel. Needle backdown was unsuccessful. The physician enlarged the dermatomy and attempted to retrieve the needles, but was unsuccessful. The pt was then taken to surgery for device removal and arterial repair using a vein graft. The pt recovered without further incident.